Event description:
The customer reported a fog coming from the unit. The employee complained of difficulty breathing, coughing, and a feeling like dust in the throat, itchy skin, tired eyes, and a headache. The employee did not seek medical attention or require treatment for her symptoms. The asp field service engineer serviced the unit and found the fog was caused by oil mist.